Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. Received with all operating currents within specification and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump screen was cracked and scratched. Customer was difficult to see the screen and the battery life was not as good. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.